Event description:
It was reported curative maintenance unspecified faulty. There is no harm or delay reported. There was no patient involvement. Due diligence is in complete and there is no additional event information available till date. Upon investigation, the motor speed was unstable.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - france. DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record determined the cable was damaged, components were worn and corroded, the motor speed was unstable, and the device was out of calibration; however, the repair was not completed because the repair is pending materials. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.